Manufacturer narrative:
A review of the device history record is not possible as a valid lot number was not provided. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 04 nov 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
It was reported that "when the catheter was connected to an endotracheal tube, air leaked into sleeve and the sleeve inflated. It was found before suctioning. The suction catheter was replaced for a new one. No patient injury." Additional information received 20-oct-2020 indicated that the "cause of the problem might be operation related and there was no chance to have health damage for the patient as the product was immediately exchanged for a new one."

Manufacturer narrative:
The device history record for lot m19178t317 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. One used closed suction catheter with associated flex connector was returned without product packaging. No visible damage was observed. The sample was tested for leakage and no device issue was found. Root cause could not be determined. All information reasonably known as of 14 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.